Event description:
The initial reporter received questionable elecsys troponin t hs results from two patient samples tested on the cobas e 801 analytical unit. The reporter stated that the troponin t hs results varied depending on the centrifugation conditions. The initial result was not reported outside of the laboratory. Sample 1: for the reruns, one rerun was from an ultra-centrifuged aliquoted patient sample and another rerun was from a recentrifuged aliquoted patient sample. The initial result of the patient sample was 20.9 pg/ml. On (B)(6) 2023 at 7:21 pm, the repeat result from the ultra-centrifuged aliquoted patient sample was 3.96 pg/ml. On (B)(6) 2023 at 9:36 am, the repeat result from the recentrifuged aliquoted patient sample was 29.9 pg/ml. Sample 2: for the rerun, the patient sample was aliquoted into a microtube and centrifuged. The initial result of the patient sample was 57.2 pg/ml. The repeat result of the aliquoted sample was 6.17 pg/ml.

Manufacturer narrative:
The serial number of the customer's cobas e 801 analytical unit is (B)(6). The investigation is ongoing.

Manufacturer narrative:
The investigation reviewed the calibration signals; the results were within expectations the investigation reviewed the qc data; the qcs were within the assigned ranges on the day of sample measurements. The investigation reviewed the alarm trace; the trace did not indicate any issues. The investigation did not identify a product problem. The cause of the event could not be determined.